Event description:
Customer reports receiving a false negative troponin t result for one patient sample. Initial result gave <0.01 ug per l. Same sample was repeated on (B) (6) 2009 giving 1.84 ug per l. There were no clinical consequences to the patient. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
Customer identified an issue related to the sample racks, as the sample tubes were tilted in the racks and the probe was making contact with the side of the sample tube before reaching the actual sample.